Manufacturer narrative:
Citation: buzzati n et al. Coronary access after repeated transcatheter aortic valve implantation: a glimpse into the future. Jacc cardiovasc imaging. 2020 feb;13 (2 pt 1):508-515. Doi: 10.1016/j.jcmg.2019.06.025. Epub (B)(6) 2019. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of computed tomography scans of patients who required the implantation of a second transcatheter aortic valve inside the first transcatheter aortic valve and analyzed the risks for impaired coronary blood flow and cannulation access. Five patients were identified as having been implanted with medtronic transcatheter bioprosthetic valves: corevalve (2) and evolut r (3). No serial numbers were provided. Among both corevalve patients, adverse events included: valve-in-valve implantation due to unspecified degeneration at nine years post-implant (1 case) and valve-in-valve implantation due to leaflet calcification at an unknown duration post-implant (1 case). Based on the available information, medtronic product was directly associated with the adverse events. Among all evolut r patients, adverse events included: partial valve dislodgement during the index procedure that required implantation of a second valve (valve-in-valve). Based on the available information, medtronic product was directly associated with the adverse event. No additional adverse patient effects or product performance issues were reported.